Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the audio bolus button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The audio bolus button was returned torn. The response issue with the audio bolus button was unable to be duplicated.